Event description:
Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, granuloma.

Event description:
Physician reported left side capsular contracture baker grade iii., pericapsular edema, homogeneous and intermediate non-nodular enhancement of fibroglandular tissue with late contrast enhancement is observed, findings compatible with silicone-induced granuloma. Device remains implanted.

Manufacturer narrative:
Photo analysis lot number 2639650 can be observed on the device. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported left side capsular contracture baker grade iii., pericapsular edema, late contrast enhancement is observed, findings compatible with silicone-induced granuloma. Device has been explanted.